Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached > 250 mg/dl. It was reported that the controller would not turn on therefore, patient was unable to deliver insulin via the pump. Symptoms reported include vomiting and large ketones the patient was treated with IV (intravenous) fluids, insulin and antiemetic. The patient was released within an hour. The pod was removed prior to ER visit due to the controller not turning on.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned that the controller would not turn on. The controller was returned with the battery charged to 100%. The controller was able to turn on with no issues. Upon unlocking the controller, the controller loaded to step 19 of 29 of initialization before restarting at 0 of 29. The controller continued this loop reached step 19 and restarting. The main menu of the controller was unable to be accessed. The controller was able to generate app not responding messages that allowed for waiting until the app responded when the debug version of the application was installed for download of the logs. After several minutes of selecting the wait option when the message appeared, the application was able to get past step 19 and load to the main menu. Inspection of the android log files show a gap in use of the controller between (B)(6) 2023 and (B)(6) 2024, and then another gap between (B)(6)2024 and (B)(6)2024. When the controller was booted up on (B)(6)2024, the update from 1.0.91 to 1.2.4 was attempted, however the controller became stuck in initialization. Inspection of the engineering logs show that the controller was attempting to purge a large number of history records before the application restarted, indicating that the application timed out and restarted during deletion of the records and prevented completion of activation. The logs show attempts to use the controller on (B)(6)2024, then again on (B)(6)2024 before being returned for investigation. The initialization error prevented the device from booting up successfully in order to use for insulin delivery.